Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: on-going.

Event description:
Country of complaint: iran. The thread is detached from the needle already in the package. Several packages are affected.